Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a damp paper towel while filling a new insulin cartridge with approximately 40¿50 units, consistent with a suspected cartridge leak, and then replaced the cartridge and completed therapy without further issues. Symptoms included no reported adverse clinical effects, and a blood glucose value of 163 mg/dl was noted. Outcomes included no interruption of therapy after cartridge replacement and no medical intervention. Investigation included troubleshooting and user education on proper cartridge filling and use. Investigation of this case revealed no visible damage to the implicated cartridge and successful use of a replacement cartridge without recurrence. It was concluded that the event was consistent with a suspected leak during filling with user able to resolve by replacing the cartridge, and no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.